Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be a temporary communication error between device and transmitter.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction: remove "life-threatening".

Manufacturer narrative:
(B)(4). Describe event or problem - correction: "the root cause was determined to be a temporary communication error between device and transmitter."

Event description:
The root cause was determined to be a permanent communication error between device and transmitter. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be a permanent connection error between device and transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred.